Manufacturer narrative:
Updated to reflect correct event type. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient was uncomfortable yesterday, constipated, lost a lot of urine, and was almost in tears. It was noted the patient's knee was bad and they go to physical therapy. Additional information was received two days later. The patient was still constipated. Additional information was received on (B)(6) 2017. The patient had cramps in their legs, had not felt stimulation for two days, and was constipated from the antibiotics. Additional information was received one day later. The patient had been so constipated and was unable to rate symptom. It was noted the patient stated, I keep hoping this will start working, the medicine got me so constipated. Last night, the patient's heart, arms, and chest started racing; they changed back to program 1 in the middle of the night and this morning, changed back to program 2 with stimulation at 1.3. No further complications were reported/anticipated.